Event description:
The customer reported that although the unit produces readings, the pump sounds very loud in comparison to other units. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that although the unit produces readings, the pump sounds very loud in comparison to other units. According to the customer, the pump sounds like it's struggling and sounds like it's about to fail soon. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/19/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/30/2025 I called doug to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for doug to call me back with this information. Attempt # 3: 01/02/2026 I called doug to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for doug to call me back with this information.

Manufacturer narrative:
Details of complaint: the customer reported that although the unit produces readings, the pump sounds very loud in comparison to other units. According to the customer, the pump sounds like it's struggling and sounds like it's about to fail soon. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation the reported issue was duplicated. The root cause was determined to be a degraded sample pump. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/19/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/30/2025 I called doug to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for doug to call me back with this information. Attempt # 3: 01/02/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for doug to call me back with this information. Additional information: b4 date of this report. D9 is this device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that although the unit produces readings, the pump sounds very loud in comparison to other units. The unit was not in patient use at the time.